Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2022, the end plate was not lifted thoroughly and became immovable halfway through. The surgeon was not able to remove the end plate, so they left the end plate in the lesion. The procedure was completed with a less than thirty minute delay. This report is for a synex(tm) with small endplate -5 deg/20mm-25mm height. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: product code: 495.32, lot #: 26p0016, manufacturing site: mezzovico, release to warehouse date: 04 nov 2019, a manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.